Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a procedure for treatment of stress urinary incontinence. Allegedly, the pt experienced pain, injury and has undergone corrective surgery. According to the pt implant record, the pt's diagnosis included urinary incontinence, and the procedure performed included tvt sling.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report (B)(4) for a "uretex."